Event description:
It was reported that the customer noticed a leak when trying to change the medication at 3:00 pm on january 15th. The customer checked it several times before the change, but there were no problems at the time, so it was unclear when the leak occurred. Customer didn't retighten the connection after noticing the leak. This time, the item was recalled because liquid was found on the polyethylene foam. Customer would like you to investigate whether the liquid on the foam could be the medication. This patient has reported leaks several times since last year, and there was a similar report on january 15th, so customer would like you to investigate. The patient and their doctor were very concerned, and the doctor strongly recommended to investigate whether the liquid was a drug. The event occurred during patient use/administration at patient's home. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. As no lot number was provided, a review of device history records could not be conducted.. Based on the results of the investigation, the reported complaint could not be confirmed.